Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump had a failed battery alarm. The customer¿s blood glucose level was 229 mg/dl. It was reported that they had new battery and received repeated failed battery. The customer stated that they had issues with battery. The insulin pump will not be returned for analysis.